Event description:
This device was explanted due to device in backup mode and a battery error detected after reinitialization. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. During initial device interrogation a warning message was triggered regarding the battery condition, as mentioned in the complaint description. The battery status was eri, which was detected on (B)(6) 2023. The memory content documented a normal and expected current consumption, however, an inconsistency between current consumption and battery voltage was noted. Therefore the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed an almost depleted battery. In a next step, the battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the manufacturing. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed an almost depleted battery and the microcalorimetry analysis showed a normal heat dissipation. In a next step, the battery was opened for destructive analysis. During analysis no internal electrical short was evident. However, the occurrence of a temporary short circuit that contributed to an increased internal self-depletion cannot be excluded. In summary, the root cause for the premature battery depletion could not be determined conclusively.